Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling or water invaded the device from leaked location. It caused abnormality in image sensor unit and image temporarily blurred at the user facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed. The instrument channel had leakage and light guide lens had fluid inside. Three good faith efforts (gfe) were made to obtain additional information regarding the event from the customer; however, no response received. Additional findings include the following: the insertion tube had deep buckles and the angulation was low / had corrosion around the chains, the conformite europeenne (ce) and radio frequency identification (rfid) labels were not properly affixed, the plastic distal end cover was cracked, the insertion tube insulation was at a 2 mega ohm value, the switch / camera was malfunctioning, the right / left / up / down control knob movement was loose, the plastic distal end cover had dents / scratches, the objective lens adhesive was worn, the bending section cover adhesive was cracked, the light guide tube had scratches, and the light guide prong / mount had a loose cover glass. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an error code, the screen was blurry and appeared to have possible water damage. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.